Manufacturer narrative:
The device was discarded. Without a return of a sample, an investigation cannot be performed.

Event description:
The customer reported that a plum set leaked. A patient with venous access # 24 in right upper limb, at 9 am received premedication and hydration for chemotherapy. Around 11:35 am the infusion pump set was connected to a 0.9% snn vial with paclitaxel mixture, the pressure-releasing chamber was opened and after a few seconds, there was evidence of medicine coming out of the chamber. The infusion was stopped, the device was dried, the chamber was closed and it was observed that the flow stopped. The event occurred during a patient use, however, no one was harmed as a result of this event. Additional information was received from the customer stating that the employee had ppe (lab coat, gloves, mask), which were changed after the review and inspection of the device.